Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was implanted in the patient. On (B)(6) 2025, a computed tomography angiography (cta) chest scan done and found incidental finding of clot. On (B)(6) 2025, a transesophageal echocardiogram (tee) showed large clot on the thrombus appears to be on the disc of the amulet device. On (B)(6) 2025, the patient was sent to surgery for extraction of amulet device and clot as well as appendage ligation. The patient is currently stable in recovery.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of patient device interaction problem was reported, as a thrombus was found on the device. One photo was received from the field showing the device outside of the patient after explant. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported thrombus could not be determined. A surgical intervention was a result of case-specific circumstances, as the device was removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.